Manufacturer narrative:
Retainer ring = black the customer alleged the insulin pump had frozen screen/black screen anomaly on (B)(6) 2021. The insulin pump had blank display, problem isolated to the electrical board 1. Unable to verify frozen screen/black screen anomaly due to blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to perform the pump history download or generate the power management graph due to blank display. Unable to verify battery type alarms on the event date due to blank display. Using a test electrical board 1 and the original electrical board 2 the pump was able to power up properly. History download was successful using thus. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. There was no battery related alarms noted on the event date. No pump error 25 noted in the pump trace download. Please see below the last 3 low battery alarms listed prior to the event date in the pump trace download. No unexpected low battery alarm, unexpected battery out limit alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted when reviewing the insulin pump's formatted history file. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case above the lock icon on the battery compartment. During visual inspection, the electrical board1 had moisture damage. The insulin pump had blank display was confirmed. Frozen screen/black screen anomaly was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had black screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.